Event description:
It was reported that the burr was stuck with the rotawire. A 1.50mm rotalink burr along with a rotawire were selected for use. During the procedure, it was noted that the rotalink burr could not advance along the rotawire and became stuck on the rotawire. The handshake connection was also unable to be separated. The two needed to be replaced together as they worked as a kit. The rotational atherectomy portions of the procedure was cancelled, other treatments were processed as scheduled. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotawire ic. The rotalink burr catheter (related to the device) used in the procedure was received with the returned rotawire within the device. The proximal end, wire body, and spring tip were visually and microscopically examined. Inspection of the device found that the wire was kinked 150cm from the distal end of the wire. The rotalink burr catheter used in the procedure was returned for analysis and used in functional testing. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire. Product analysis confirmed the reported event, as the returned rotawire was kinked and could not be reinserted into the rotalink burr catheter after resistance was encountered during removal.

Event description:
It was reported that the burr was stuck with the rotawire. A 1.50mm rotalink burr along with a rotawire were selected for use. During the procedure, it was noted that the rotalink burr could not advance along the rotawire and became stuck on the rotawire. The handshake connection was also unable to be separated. The two needed to be replaced together as they worked as a kit. The rotational atherectomy portions of the procedure was cancelled, other treatments were processed as scheduled. There were no patient complications reported and the patient was stable.